Event description:
Material#: 3179951, batch#: 305916. It was reported by customer that we are having an issue with some of our bd safetyglide needles resisting the plunger being pushed in. Verbatim: rcc received a complaint via email. Email(s) attached. We are having an issue with some of our bd safetyglide needles resisting the plunger being pushed in. Ndc: 08290-3059-16. Box lot:3179951. Ref number: 305916. Serial: (B)(6). Exp: 05-31-2028. Cin:329-6852. Upc:082903-059163.

Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "we are having an issue with some of our bd safetyglide needles resisting the plunger being pushed in." Rcc received a complaint via email. Email(s) attached. We are having an issue with some of our bd safetyglide needles resisting the plunger being pushed in. Ndc: (B)(4). Box lot:3179951. Ref number: (B)(4). Serial: (B)(6). Exp: 05-31-2028. Cin:(B)(4). Upc:082903-059163.